Manufacturer narrative:
H.6. Investigation summary: photo received by our quality team for investigation. Through visual inspection needle is broken. A device history review was performed for the reported lot 3027372 , maintenance records were found related to the incident. Possible root cause is associated with insufficient resin application. A project was initiated to reduce this incident inside our products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd plastipak¿ syringe with needle broke. The following was translated from portuguese to english: when fractionating a radiopharmaceutical dose with an insulin syringe with a needle already connected the needle broke and became "skewered" in the vial.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd plastipak¿ syringe with needle broke. The following was translated from portuguese to english: when fractionating a radiopharmaceutical dose with an insulin syringe with a needle already connected, the needle broke and became "skewered" in the vial.